Manufacturer narrative:
During testing it was found at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to a software error. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, at power up the device displayed a whitescreen error with an audible alarm from the secondary beeper.